Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 173 mg/dl at the time of the call. The customer was given glucose gel and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The pump rattles when moved, has scratches on the screen, and physical damage to the case. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.